Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a haptic of a cq2015a, +19.5 diopter, intraocular lens tore due to override on advancement of injector. It was reported that there was no patient contact. Backup lens used.

Manufacturer narrative:
(B)(4).